Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the customer was in the ER for high blood glucose levels and diabetic ketoacidosis. The patient's blood glucose was above 500 mg/dl and he was throwing up and had lots of ketones. Troubleshooting was initiated to inspect the insulin pump and the customer's father confirmed that the drive support cap on the insulin pump was flushed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.